Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #p100022/s014 the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The device was advanced from the right fa by cross-over approach. There was no severe calcification observed in the access route. The physician had a plan to place two zilver ptx stents in total. The failure occurred during stent deployment of the second stent. The first stent (zisv6-35-125-7.0-140-ptx/ c1325554) was placed after balloon dilation (5mm) of the target site. After that, the user attempted to place the second stent (complaint device). Though the physician rotated the thumbwheel to the end, approximately 3cm of the second stent would not be deployed. Therefore, he withdrew the sheath slowly in order to deploy the rest of the stent, then the stent could be fully deployed. (Used wire guide: boston scientific/ jupiter fc). However because approximately 5cm stent elongation was confirmed, another stent (zisv6-35-125-7.0-120-ptx/ c1242627) was additionally placed with overlap. There have been no adverse effects to the patient reported. Reference also report # 3001845648-2017-00172.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #p100022/s014 the zisv6-35-125-7.0-120-ptx device of lot number c1242627 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the physician deployed the stent fully by holding the stability sheath and withdrawing the entire system from the patient. The device was flushed prior to use, and pre-dilation was conducted prior to stent deployment. The device was advanced over a 0.014¿ abbott command wire guide, and the patient anatomy was not tortuous. The physician commented that the marker movement was slower than usual, possibly due to tension applied to the stent retraction sheath during the procedure. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Product development were consulted for possible root causes. Possible causes for this occurrence could include the use of a non-recommended wire guide. The customer reported advancing and deploying the stent over a 0.014¿ diameter wire guide and the physician had to withdraw the sheath to complete the stent deployment. The 0.014" wire guide could have provided insufficient support during deployment, causing or contributing to the deployment difficulties encountered. The deployment issues most likely caused or contributed to the stent elongation. However, as the device was not available for evaluation, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product insert: ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire through the sheath across the distal segment of the target lesion.¿ "under fluoroscopy, advance the delivery system over a 0.89-mm (0.035-inch) guide wire through the sheath until the distal end stent marker goes beyond the target lesion" prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1242627. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted following the update and conclusion of this investigation. Initial report details: the device was advanced from the right fa by cross-over approach. There was no severe calcification observed in the access route. The physician had a plan to place two zilver ptx stents in total. The failure occurred during stent deployment of the second stent. The first stent (zisv6-35-125-7.0-140-ptx/ c1325554) was placed after balloon dilation (5 mm) of the target site. After that, the user attempted to place the second stent (complaint device). Though the physician rotated the thumbwheel to the end, approximately 3 cm of the second stent would not be deployed. Therefore, he withdrew the sheath slowly in order to deploy the rest of the stent, then the stent could be fully deployed. (Used wire guide: boston scientific/ jupiter fc) however because approximately 5 cm stent elongation was confirmed, another stent (zisv6-35-125-7.0-120-ptx/ c1242627) was additionally placed with overlap. There have been no adverse effects to the patient reported.